Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The leak was visually observed and the machine alarmed. Estimate blood loss was 300 cc's. Patient had no adverse effects and did not require any medical intervention. Sample is not available: sample was discarded.

Manufacturer narrative:
The device investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.